Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Customer complained that the clipper does not shave well. It does not remove the hair effectively. The technique is correct, but when they apply pressure to remove hair more effectively the clipper cuts the skin. They have to shave the same area multiple times to remove the hair (even on softer skin with less hair)

Manufacturer narrative:
Photos were available for evaluation. Visual examination of the photos show the outer box of the blades and the surgical slipper handle. Without the actual samples, the supplier manufacturer (panasonic) was unable to verify the reported issue or determine a definitive root cause at this time. If samples or additional information become available, the record will be re-opened and investigated accordingly. The device history review was completed for batch/lot 1221 and no non-conformances were identified during the manufacturing of this lot. No further actions are required. This failure will continue to be tracked and trended.

Event description:
Customer complained that the clipper does not shave well. It does not remove the hair effectively. The technique is correct, but when they apply pressure to remove hair more effectively the clipper cuts the skin. They have to shave the same area multiple times to remove the hair (even on softer skin with less hair).